Event description:
It was reported that the patient had an allergic reaction following spinal surgery with titanium implants. No additional information is available.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.